Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 14f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the procedure, a blood leak occurred. After inserting the sheath, blood began to leak from the hemostasis valve. The procedure was able to be completed with the same introducer with no adverse patient consequences.